Manufacturer narrative:
Insulin pump passed displacement test. Insulin was received with cracked battery tube threads and cracked case at corner of the belt clip rails. No physical damage to the reservoir compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the half of the reservoir lip ring snap out, while changing the reservoir and other half snapped out and left only a tiny piece on the lip ring. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the reservoir was partially lock it due to one little piece left. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.